Manufacturer narrative:
Concomitant medical products: product ID: 694965 lead, implanted: (B)(6) 2014; product ID: dtba2d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent undersensing was noted on the right atrial (ra) lead resulting in possible false device classification of episode termination. The ra lead remains in use. No patient complications have been reported as a result of this event.